Event description:
A patient reported experiencing inaccurate high results with an otbe meter. The patient's blood glucose results were 263, 64 mg/dl. Tests were done within 10 minutes with a difference of 108%. Patient did not experience any adverse events. No further information has been reported.